Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model #: sc-3138-35 serial #: (B)(4). Description: scs phiii ext 35cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the location of infection was above the right ear. Symptoms were wound breakdown, pain, bleeding and scabs. Infection was believed to be contracted from constant rubbing or moving of glasses and was not device related. The patient was placed on antibiotics.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure. No device malfunction was suspected.